Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Based on the verbatim, the neoflon pro product seem to be functioning as intended.

Event description:
It was reported that neoflon pro 24ga 0.7mm od 19mm l was used and infiltration and extravasation occurred. This was discovered during use. The following information was provided by the initial reporter: the main complaint is that since the changes they are experiencing more difficulties and failed attempts and there for more venipuncture attempts. They have difficulty getting used to the change and it causes confusion. The confusion caused by the instaflash and the immediate visualization of blood on the cathter that they are used to see only when they start the separation of the catheter from the needle. This causes more infiltration and extravasation.